Manufacturer narrative:
(B)(4) the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one kink towards the center of its body. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when installing the central venous catheter, seo observes that the guide does not pass additional infomration on the 6th dec 2023 states that the guide is bent. This changes the complaint to reportable. The issue was identified during use on patient. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: when installing the central venous catheter, seo observes that the guide does not pass additional infomration on the (B)(6) 2023 states that the guide is bent. This changes the complaint to reportable. The issue was identified during use on patient. The patient was reported as fine post procedure.